Event description:
It was reported that: "the anesthesia machine indicated gas leaks throughout the surgery, despite inflating the cuff and repositioning the lma. At the end, it was noticed air leaks through the cuff valve (tire test). There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the anesthesia machine indicated gas leaks throughout the surgery, despite inflating the cuff and repositioning the lma. At the end, it was noticed air leaks through the cuff valve (tire test). There was no reported patient harm or consequence."